Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that it is sore where the implant is. The patient is getting shocked 6-8 times a day really painful. It started yesterday. Agent did not ask about the circumstances that led to the reported issue. Asked if there was any fall or accidents. Patient said they are a big girl and about a month ago, they sat in a wheelchair and got stuck. They felt like the stimulator moved or something. The stimulator felt weird. Checked patient's current settings. They were on program 4 at 2.4 volts. Asked if they had tried lowering it and the patient said if they do, they will be on the toilet all day. Asked if the patient had tried any other programs in the past and the patient said they think they had used 1-4 programs. Helped the patient switch to program 5 at 0.2 volts and the patient was getting uncomfortable stim down right leg. Helped the patient switch to program 6 at 0.4 volts and patient was feeling stim in the bicycle seat region. Told the patient to monitor their symptoms for a couple days to see if it helps their symptoms and if it is no longer sore or shocking.